Event description:
It was reported the pt fell on the stimulator a few months ago which resulted in inadequate stimulation and a damaged stimulator. The pt had revision surgery in 2008. The extension was tested using a snap lid cable; good stimulation was obtained in the operating room. The stimulation was replaced. The extension was connected to the new stimulator. The pt was sent to recovery. In recovery, the manufacturer representative received high impedances (>10000 ohms). The representative tested impedances using 0.70 volts, 1.5 volts and 3.0 volts. As of 2008, the pt still does not receive adequate stimulation. It is suspected either the extension or the lead is fractured. The pt is scheduled to have lead and/or extension replacement surgery the following week.